Manufacturer narrative:
An event regarding a missing ampoule from the box involving simplex bone cement was reported. The event was confirmed. Method & results: -device evaluation and results: the returned single pack of bone cement was inspected. The powder pouch was in situ and the liquid ampoule and its blister pack was missing. -medical records received and evaluation: not performed as there was no patient involvement. -device history review: the device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the lot referenced. Conclusions: the simplex manufacturing cell reviewed the event and the investigation completed concluded that the review of existing process controls and data within manufacturing records for fg lot clw118 provides supporting data and evidence that it is highly unlikely that the simplex packaging process causes the event where the customer reported that a blistered liquid ampoule was missing from a unit carton within lot clw118. It is possible that the ampoule blister pack may have been removed from the unit carton by a previous user, perhaps to replace a broken or spilled ampoule of monomer from another unit carton and the next user to select this unit carton noticed that the ampoule missing. No further investigation for this event is possible at this time.

Event description:
It is reported that when or staff opened the external box of simplex cement, no ampule was found inside of original package.

Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It is reported that when o.r. Staff opened the external box of simplex cement, no ampule was found inside of original package.